Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported bd bd syringe s2 5ml 22ga 1-1/4in bd china was found before use to have damage. The following information was provided by the initial reporter, translated from (B)(6) to english: verbatim: "after unpacking , it was found that one end of the syringe¿s handle was missing and it could not be used normally."

Event description:
It was reported bd bd syringe s2 5ml 22ga 1-1/4in bd china was found before use to have damage. The following information was provided by the initial reporter, translated from chinese to english: verbatim: "after unpacking , it was found that one end of the syringe¿s handle was missing and it could not be used normally."

Manufacturer narrative:
H.6 investigation summary: bd has not been provided with photos or samples for catalog 301942 lot 1901171 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. The material used to manufacture discardit syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100 % the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. Bd believes that the broken flange may be produced in the assembly station, in the stack of the barrel feeder. The incorrect alignment of the barrels in this process could produce the ruptured of the flange. The device history review showed no indication of the alleged defect. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time.